Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that insulin pump received an "unexpected restart" alarm and the up arrow button was not responding. Caller was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had an intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling of numbers or button error alarms noted. The insulin pump had a cracked lcd window, cracked case on the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.